Event description:
It was reported that liquid was spilled onto the ventilator. There was no patient involvement. Manufacturer's ref. : (B)(4).

Manufacturer narrative:
Liquid was spilled onto the ventilator. The ventilator was disassembled to check and clear away any spillage that worked its was into the ventilator. It is unknown how much liquid entered the ventilator or which printed circuit boards that were affected. Neither is it known how the spillage occurred. Liquid spillage onto the ventilator may lead to liquid ingress into the ventilator and cause short-circuiting which may affect the essential functions of the ventilator. Not returned.